Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action (B)(4). (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. A customer reported getting "inaccurate readings" on their precision xtra meter using affected strip lot 46148. The customer reportedly received a reading of 88 mg/dl on their adc meter that was lower when compared to a reading of 127 mg/dl from hcp meter of unknown brand. The customer further reported she experienced lightheadedness, vertigo, and nausea with a subsequent loss of consciousness. The paramedics were called, treated customer with an oral glucose and soft drink on the scene and transported to a local health care facility where she was kept inpatient overnight, diagnosed with and further treated with glucose and soda for hypoglycemia. The reported readings were obtained after receiving a glucose treatment. The reading obtained prior to loss of consciousness is unknown. There was no report of death or permanent impairment associated with this medical event.